Event description:
Following implant, the pt was never brought in for a refill; the initial info was that the pump had run dry. The pt was taken to a new managing physician and the pump was found to still have drug. The old drug was aspirated, new drug was put in the pump and the dose was adjusted. At the return visit, the refill volume was not as expected; it looked like no drug had infused. The pt was scheduled for a replacement. During the replacement surgery, the catheter was found to be "non-functional". The catheter was revised. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver lioresal.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.